Event description:
Child's airway was obstructed by cap from syringe. Needle-less syringe is used to give med by mouth to child. Has many uses. Child in intensive care. Dr has seen this several times occur. Dr stated cap may have still been on syringe when parents administered med.